Manufacturer narrative:
H.3., h.6.: the niobe system is not an invasive product and performed as intended. The adverse event that occurred may have been caused by another product used during the procedure.

Event description:
Procedure began with navistar rmt. The procedure was unsuccessful using this magnetic catheter. No was noted. Dr went to a conventional biosense webster 8mm catheter to ablate. The procedure was successful thirty minutes after the procedure, dr was called back to the room. The patient was nonresponsive. Five minutes after the return of the physician, code blue was called. Patient subsequently expired in the room.